Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding their implanted pump system which was used to deliver morphine. The indication for use was unknown. The pump had been moving in the pocket since (B)(6) 2012, was tilted making the pump refills difficult. It was noted that a fluoroscope needed to be used since (B)(6) 2012 and the patient had to be laid down during the refill. It was reported that it takes a few tries sometimes. It was noted that the patient feels pain and cramps behind the pump sometimes and their legs jump during refills. Further follow up was done to determine if any diagnostics or actions/intervention had occurred, the cause of the issue, and if the issue had been resolved.